Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up, the right atrial lead exhibited noise. The physician elected to take no action at this time. The patient was in good condition.